Event description:
It was reported that the pt's internal device was unable to lock with the external equipment. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.